Event description:
(B)(6) 2014 - (B)(6) year old patient received 1st injection of supartz (lot #3c673n) in the left knee for osteoarthritis. No problems were reported with the injection. (B)(6) 2014 - he received the 2nd injection of supartz (lot # 3b668n) in the left knee and no problems were reported. (B)(6) 2014 - he received the 3rd injection of supartz (lot # 3f693n) in the left knee and no problems were reported. (B)(6) 2014 - he presented to the injecting physician office with left knee injection site swelling. He told that pain and swelling began the night after went up and down a ladder while repairing a gutter on his house. The knee was aspirated, cultured and the patient was started on levaquin. (B)(6) 2014 - he was admitted for arthroscopy as an outpatient procedure after culture results came back positive for staph. The patient had follow up cultures on (B)(6) 2014. The patient was also seen on (B)(6) 2014 for follow up. [Procedure of supartz injection] the skin over the lateral aspect of the knee was cleaned with alcohol. The area was then injected with local anesthetic, 3cc of 1% lidocaine plain, under sterile technique. After local anesthesia was obtained, the knee was then injected with 2.5 ml of supartz from a prefilled syringe with 22 gauge needles. Band-aid was placed over the injection site. No paresthesias were reported by the patient. The patient was educated to rest knee for 24 hours, and instructed to call with any reactions to medications given.

Manufacturer narrative:
We are trying to get the injection physician's opinion. No case has been reported from other users on the reported batch numbers. No problem on manufacturing records, release test results and monitoring records at manufactured sites. We consider that the product quality is not related to the event.